Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported via email that the string on a tampon was not accessible for removal of the tampon pledget from her vaginal cavity. Upon removal she discovered the string went up inside of her vaginal cavity instead of the string hanging out. She did seek medical attention to remove the tampon. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.